Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and seroma.

Event description:
Patient representative reported right side "rupture", "nodule", "cyst", "pain" "liquid" and "anxiety." The device has been explanted and replaced.